Manufacturer narrative:
(B)(4). Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that sixteen (16) years, nine (9) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis, secondary to calcification. A 23mm transcatheter valve was implanted via trans-apical approach and echo revealed good function of the transcatheter valve. There were no complications and the patient was transferred to the cvicu in stable condition, after having tolerated the procedure well; she was later discharged on pod #9 after the post-operative stay was complicated by a urinary tract infection.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm aortic bioprosthetic valve that now requires valve in valve intervention after an implant duration of six years, 11 months due to aortic stenosis. The patient was implanted with a transcatheter valve within the existing valve. There were no reported complications.